Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734477. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system was slow and unresponsive upon startup. The system was rebooted and then functioned as intended. This issue was noted outside of a procedure, and there was no patient involvement.